Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, right ventricle oversensing was observed. The patient suffered from non sustained ventricular tachycardias and was treated with amiodaron. A right ventricular lead revision was performed on (B)(6) 2018, tachy therapy was activated and the amiodaron treatment was stopped.